Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The instruments manager reported via the sales rep that the extractor fractured during a revision procedure. The customer reported that the instrument broke while trying to remove a trigen locking screw from a nail. The head of the locking screw had already cross threaded. The customer reported that they were able to remove the screw using an anspac drill instead. The customer reported that the patients¿ bone was very hard. The sales rep reported that only a short delay to surgery resulted in the region of 5 minutes.